Event description:
Our rep reports that during an arthroscopic shoulder repair 2 of the 4 fixation devices used had the distal tips of the inserters break off into the body, and on a third device, the inserter tip became bent while attempting to deploy the device into the bone hole. The broken fragments were removed from the body and the procedure was completed successfully using a fourth same type device without further issue or harm to the pt. The 2 reportable devices (tip breakages) cannot be distinguished from the 4 device/lots used. Also see associated mdrs 1221934-2008-00188, 1221934-2008-00189 & 1221934-2008-00191.

Manufacturer narrative:
Although the complaint device has not yet been received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. When the device is rec'd, a failure analysis will be conducted, if the results of the investigation differ from the above hypothesis, a follow up report reflecting the failure analysis conclusions will be filed.